Manufacturer narrative:
The manufacturer received new and relevant information on 08/06/2025. During the evaluation of the device at the third-party service center, the device was visually inspected, and no foam particles were observed. The third-party service center found the evidence of contamination of dust.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging dizziness, headache, severe sinus infections, sinus stuffiness, runniness, sore raw-like nasal passages, morning cough and other. The manufacturer was made aware of this complaint through a representative of the customer. There was no report of serious patient harm or injury. There was no report of medical intervention. The device has not been returned to the manufacturer. At this time, no further investigation can be requested. If any additional information is received, a supplemental report will be filed.